Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to index surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? What prescribed medication was given to treat symptoms? What type of drainage was performed? Please specify. Were cultures performed? Results? Other relevant patient factors/history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an open reduction and internal fixation of right medial and lateral malleolus fracture procedure on (B)(6) 2021 and the suture was used. During the postoperative period before (B)(6) 2021, the dressing of the right lateral ankle joint was dry, without inflammatory exudation with only a slight swelling of the right lateral malleolus. There were no abnormal secretions, and no red and black border. Hematology results were received on 05/28/2021 and no obvious inflammatory index abnormalities were observed. On the morning of (B)(6) 2021, a little exudation of the dressing at the right lateral malleolus of the patient was observed. The dressing was opened and a slight swelling of the right lateral malleolus, a little necrosis at the edge, and a small amount of dark red blood exudate were noticed. Adequate drainage, detumescence, analgesia, dressing change with other symptomatic treatment and close observation of the incision were performed. By (B)(6) 2021, the right lateral malleolus incision was well aligned, and the incision was dry without exudation. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 08/03/2021. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number am9897 / w9932 and no non-conformances related to the reported complaint condition were identified. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to index surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? What prescribed medication was given to treat symptoms? What type of drainage was performed? Please specify. Were cultures performed? Results? Other relevant patient factors/history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. It was reported that the patient underwent an av fistula surgery on (B)(6) 2021 and the suture was used for anastomosis. When the patient was already in the post-op unit and patient¿s blood pressure was raised back to normal level the suture seemed to come apart and the anastomosis had to be revised. The patient had to be rushed back to the or to correct the problem. Additional information has been requested.